Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood sugar was above normal and no matter how much she bloused. It did not go down. The customer¿s blood glucose was 193 mg/dl at the time of the incident. The customer¿s current blood glucose was 145 mg/dl. The customer stated that her blood glucose was in between 130 and 140 mg/dl. Customer¿s blood glucose was 135 mg/dl when she got up in the morning. The customer¿s blood glucose was 134 mg/dl. Customer was alleging possible pump under delivery. The customer also reported unable to fill reservoir. The drive support cap was normal. Advised customer to revert to back up plan. The product was returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit was programmed with a 2.0 u/h basal rate and monitored 5 days. Several bolus were also delivered. Unit was delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. The test reservoir units left matches properly to the units left in the insulin pump status screen noted. No unexpected bolus or basal deliveries anomaly noted during monitoring period. Unit had minor scratched lcd window, cracked lcd window, cracked reservoir tube lip, cracked case at display window corner, cracked reservoir tube, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker. Insulin pump passed the dat test at 0.08740 inches.